Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a shorted shocking lead fault code. Printouts were sent to technical services (ts) for review. Ts discussed that the available printouts displayed noise, nonsustained ventricular tachycardia episodes, and the delivery of anti-tachycardia (atp) and shock therapy. The therapy failed to convert the arrhythmias. It was suspected there was damage to the right ventricular (rv) lead. Ts suggested further investigation of the rv lead, and replacement if needed. Ts did not suspect the sq array caused the shock on short circuit. This patient remains in the hospital, and a revision procedure has been scheduled for the near future. Subsequently, this ICD was returned to boston scientific for laboratory analysis. Upon completion of analysis this report will be updated. The associated rv lead remains in service.

Event description:
Please note the associated rv lead was actually surgically abandoned during the explant of this ICD.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis confirmed the fault was the result of shorting of the lead during a shock. Shorting of the lead during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage. Therefore, no further testing was performed. The initial allegation was confirmed through analysis.